Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The field service engineer determined the ise dilution cup was scratched. The cup was replaced. An ise check passed successfully. Controls and precision studies passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas pro ise analytical unit. The sample initially resulted in a sodium value of 147 mmol/l. The result did not match the patient's history, so the sample was repeated. The sample was repeated on a second analyzer, resulting in a sodium value of 108 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. The investigation determined the service actions resolved the issue.